Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician noticed an was "shocked" when touching the inter-unit interface connector. The event occurred between 10 and 11 am. The clinician experienced "minor discomfort" and " was fine no action was taken as far as I was told after the shock.".

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the nurse was shocked was not confirmed from the log analysis or replicated during laboratory testing. Functional testing performed showed the suspect pump module working as expected. No issues or alarms were observed. A preventive maintenance (pm) test was performed on the suspect pump module through alaris system maintenance (asm) passing all tests indicating the device is within specifications. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain key press information, volume infused, and programming parameters. The suspect pump module error log was performed, and an error code 210.6030 (alarm led failure) recorded on (B)(6) 2025 at 8:18 am. On (B)(6) 2025 at 1:51 am an infusion was programmed and started at a rate of 21.14 ml/hr and a volume to be infused (vtbi) of 20 ml. At 2:47 am the infusion was completed, and an infusion started at 2:48 am at a rate of 21.24 ml/hr and vtbi of 5 ml. At 2:50 am an infusion started at a rate of 21.24 ml/hr and vtbi of 85 ml. Between 3:20 am and 7:19 am the infusion was paused and restarted and the vtbi was reprogrammed two (2) times. The first one to 21 ml and the second time to 8 ml. At 7:42 am the infusion was completed and an infusion started at a rate of 21.24 ml/hr and vtbi of 7 ml. At 8:03 am the infusion was completed and an infusion started at a rate 21.24 ml/hr and vtbi of 5 ml. Between 8:17 am and 8:19 am the infusion was completed and the pump module alarmed for error code 210.6030 (alarm led failure). The unit was powered off and on and an infusion started at a rate of 21.24 ml/hr and vtbi of 5 ml. At 8:20 am the unit was channeled off. The external inspection was performed. The pump module¿s male (right) inter unit interface (iui) connector was observed with damaged isolation ribs and contamination. The female (left) iui connector was observed with contamination. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris system with guardrails user manual (v12.1.2) states within warnings that inserting a finger or other object into the inter-unit interface (iui) connector when the module is attached to the pcu could result in electrical shock. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the customer¿s report that a nurse was shocked could not be determined during the investigation. The returned device was fully thoroughly evaluated, and no issues were observed with the suspect pump module during laboratory testing. Note that this report lists imdrf annex a0401, g02017, c07, d15, a1801, c0503, d08, c0601, g04088, g04037 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the clinician noticed an was "shocked" when touching the inter-unit interface connector. The event occurred between 10 and 11 am. The clinician experienced "minor discomfort" and " was fine no action was taken as far as I was told after the shock."